Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and intra-abdominal haemorrhage ("severe abdominal bleeding") in an adult female patient who had essure (batch no. C51077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's concurrent conditions included abstains from alcohol. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), migraine ("migraines"), fatigue ("fatigue"), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), headache ("headaches") and weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine, fatigue and menorrhagia had resolved and the intra-abdominal haemorrhage, abdominal pain lower, abdominal pain, dyspareunia, vaginal discharge, vaginal haemorrhage, headache, nausea, dysmenorrhoea and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, headache, intra-abdominal haemorrhage, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 12-apr-2018: plaintiff fact sheet and medical records received. New reporters added and case updated to medically confirm. Plaintiff demographics and historical condition added. Essure indication and start date updated and lot number and stop date added. New events abnormal bleeding (vaginal, menorrhagia), nausea, dysmenorrhea (cramping), headaches, did you undergo an essure confirmation test: no and weight gain were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a 23-year-old female patient who had essure (batch no. C51077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's concurrent conditions included abstains from alcohol and obesity. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 9 months 3 days after insertion of essure, the patient experienced weight increased ("weight gain"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced nausea ("nausea"). In (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (laparoscopic bilateral salpingectorny with removal of essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine, fatigue and menorrhagia had resolved and the intra-abdominal haemorrhage, abdominal pain lower, abdominal pain, dyspareunia, vaginal discharge, vaginal haemorrhage, headache, nausea, dysmenorrhoea and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, headache, intra-abdominal haemorrhage, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), migraine ("migraines"), fatigue ("fatigue"), dyspareunia ("dyspareunia") and vaginal discharge ("vaginal discharge"). The patient was treated with pelvic surgery on (B)(6) 2017. At the time of the report, the pelvic pain, intra-abdominal haemorrhage, abdominal pain lower, abdominal pain, migraine, fatigue, dyspareunia and vaginal discharge outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, fatigue, intra-abdominal haemorrhage, migraine, pelvic pain and vaginal discharge to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.